Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain and cervical/neck. The hcp reported that the patient¿s implantable neurostimulator (ins) was dead and replaced on (B)(6) 2019. No further complications or patient symptoms were reported or anticipated.